Event description:
It was reported that a sudden development of high impedance, high capture threshold and noise were observed. Insulation damage in the clavicular area found. Clavicular crush suspected. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received insulation and conductor damage was found at 34.7-35.6 cm from the connector pin consistent with clavicle crush damage. The svc and rv conductor insulation was abraded and the inner coil was also fractured at the crush zone. This is consistent with the observation from the field of lead fracture, high impedance, and noise.